Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer is using off-label insulin. Customer loaded a new cartridge to resolve the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no adverse impact to customer¿s blood glucose level.